Event description:
A consumer reported "the damaged eye lens were not cleaned away properly" and he could not see following intraocular lens (iol) implant surgery. He stated two days later the "eye was cleaned" at which time he could see; however, the image is partially blurred. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).